Manufacturer narrative:
Tracking number: (B)(4). Information is unavailable; device was not returned for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device. Additional information was requested and the following was obtained: what was the issue with the device? Wouldn¿t lock out after the last clip was deployed. Did the empty device cut the tissue or vessel? Cut the vessel did bleeding occur? Yes how much bleeding occurred? Unk. How was the bleeding controlled? Used a second clip applier device to control bleeding. Did the patient receive a blood transfusion? No.

Event description:
It was reported that during an unknown procedure the device was not locking out after the last clip was fired. Due to the device not locking out, the device cut a vessel, bleeding occurred, unknown how much. The bleeding was controlled by the second device pulled to complete the procedure with no further patient consequence. No blood transfusion required. The device was discarded.